Event description:
The customer stated that she tested her blood glucose using the contour meter and received a reading of 522 mg/dl. She also tested using a bd meter and received a reading of 200 mg/dl. The difference between the readings falls in the "c" zone of the parke error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer did use all of the test strips that gave the higher reading, so no product will be returned.